Event description:
It was reported the patient suffered pain, weakness of the legs and hips, elevated metalion levels, fluid accumulations. Revision surgery performed.

Manufacturer narrative:
(B)(4).